Event description:
It was reported the patient had aortic valve surgery. Since the surgery, the lead demonstrates no capture bipolar or unipolar, no p waves were sensed unipolar and intermittent p waves were sensed bipolar. It was also reported that the impedance has decreased. The lead currently remains in use. A lead revision will be performed at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.